Event description:
The devices histories records were reviewed, no event linked with the reported issue was found. Devices logs were not provided; therefore, no review could be performed. The devices were not received in our laboratory; however, the investigation was conducted based on the information provided. Based on this information, it was simply an error in the selection of the syringe by a user. At first, she thought it was an error in the library. For this complaint, the root cause has been identified as an incorrect syringe selection by the user, which constitutes a use error. This complaint has been included in a trend analysis. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: use error. The trend is: normal.

Event description:
The following has been reported by customer: "the empty syringe pre-alarm sounds at 12 ml instead of 2 ml, and the end-of-syringe alarm sounds at 10 ml instead of 0 ml. The pump stops when there are 10 ml left in the syringe instead of 0. Requires ides (nurses) to change syringes more often and to take into account the 10 ml that will not be used. Several unanswered requests to the supplier. Error detected on 5 pcas out of 13 new ones received." Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.